Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, no foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team (pe) observed that the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. The device history record (DHR) of lot number 5763605 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 460cc saline breast implant, catalog # 3503460, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with two mentor smooth round high profile 460cc saline breast prostheses that deflated post-operatively. The patient noticed that her left breast was looking smaller than her right, and was diagnosed with bilateral deflation on (B)(6) 2017. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants (catalog 3505501bc) on (B)(6) 2017. This medwatch form addresses the right implant.

Manufacturer narrative:
On 4/30/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).